Manufacturer narrative:
Troubleshooting was performed with the customer, including inspecting components/accessories for damage, cleaning and reassembling component/accessories and verifying breast shield fit. After troubleshooting, the customer indicated that the she did not want to test the pump to see if the suction was still low. A replacement breast pump was sent to the customer. On 08/14/2017, a follow up was performed by a complaint handler and the customer responded that she did not report her previous issues with mastitis when they occurred and she was not sure of the dates that they, but stated it started around (B)(6) 2017. The customer stated that each time she developed mastitis, it was in her right breast and she felt that the right side of her pump in style advanced breast pump did not suction as well as the left. She also alleged that she takes large doses of ibuprofen to break her fevers until she works out the clogs herself. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that the suction on her pump in style advanced breast pump is not the same on both sides. She also alleged that she has had mastitis four times and has only seen a doctor once for it and was prescribed antibiotics. She was able to resolve the other three occurrences herself. The customer is not presently being treated for mastitis, but she did express concern that the mastitis will recur.